Event description:
Edwards received notification that a 80-y-o patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure with a 26mm non-edwards transcatheter valve after an implant duration of three (3) years due to early valve degeneration with a peak gradient of 53mmhg. The first post op echo showed a valve functioning well with a mean gradient calculated at 14 mmhg. Reportedly, approximately three months after implant, the patient was already experiencing a progressive dyspnea and heart failure with preserved ejection fraction. On the follow-up visit approximately 1 (one) year and three (3) months after implant, during cardiac auscultation, aortic murmur and more pronounced shortness of breath suggested a possible early degeneration of the bioprosthesis, which was confirmed by echo one (1) year and four (4) months after procedure. Finally, after a follow-up echo performed two (2) years and nine (9) months after intervention showed early bioprosthesis degeneration with peak gradient of 53mmhg.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned and no images were provided to edwards lifesciences for further investigation, as the valve remains implanted. The supplied medical records do not contain enough information to determine the most likely root cause of the event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. There is no evidence to suggest an edwards manufacturing defect.

Manufacturer narrative:
H10 additional narrative: the subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 80-years-old patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) years due to early valve degeneration with a peak gradient of 53mmhg. As reported, no complications were observed post operatively, the patient was sent to rehabilitation unit with antithrombotic treatment with antiplatelet therapy (aspirin) and anticoagulant (low molecular weight heparin), that was switched later on with noac (rivaroxaban). The first post op echo showed a valve functioning well with a mean gradient calculated at 14 mmhg. Reportedly, approximately three months after implant, the patient was already experiencing a progressive dyspnea and heart failure with preserved ejection fraction. On the follow-up visit approximately 18 months after implant, during cardiac auscultation, aortic murmur and more pronounced shortness of breath suggested a possible early degeneration of the bioprosthesis, which was confirmed by echo one (1) year and two (2) months after procedure. Finally, after a follow-up echo performed two (2) years and nine (9) months after intervention showed early bioprosthesis degeneration with peak gradient of 53mmhg. Two (2) months later, the patient was admitted for grade I-iii dyspnea on exertion. Ultrasound shown a rapid progression of transvalvular gradients and a valve-in-valve re-intervention was indicated. After three (3) years of initial procedure the patient was hospitalized and a 26mm non-edwards transcatheter valve was implanted within the edwards surgical device.